Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30-60's mg/dl. Customer's blood glucose value was 30-60's mg/dl at time of incident. Customer's current blood glucose value was 85 mg/dl. The customer stated was treated the low blood glucose with food and glucose tablets. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report that the pump does not allege over delivering customer also stated about insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm. . Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (inf and res). The product was not returned for analysis.